Manufacturer narrative:
Device evaluation the evo-fc-10-11-6-b device of lot number c2323362 involved in this complaint was returned for evaluation, with its opened original packaging. With the information provided, a physical examination and document-based investigation was conducted. The device related to this occurrence underwent a laboratory evaluation on the 15th october 2025. On evaluation of the device, the following was observed: visual inspection: safety wire returned in place. Stent partially deployed. Red shuttle past point of no return (16th dimple). Directional button operational. Functional inspection: handle actuating for deployment and recapture. Safety wire removed with no issue. Unable to deploy stent. Handle opened to internally inspect the device. Sheath tube observed to be separated from the shuttle cap. All other components intact. The reported failure was observed. Manufacturing records review: prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. A review of the manufacturing records did not reveal any discrepancies that could have contributed to this complaint issue. Historical data review: the review of the relevant manufacturing records confirms the failure mode has not previously occurred for this work order. Instructions for use and/label review: it should be noted that the instructions for use (ifu0062) states the following: ¿if the package is opened or damaged when received, do not use. Visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use. Please notify cook for return authorization.¿ there is no evidence to suggest that the customer did not follow the instructions for use. Image review an image was not returned for evaluation. Root cause analysis a definitive root cause could not be determined. A possible root cause could be attributed to difficult patient anatomy / a tight stricture. It is possible that pressure from a tight stricture resulted in high deployment force, which in turn, led to the sheath tube separating from the shuttle cap. As a result, the stent could only be partially deployed. From the additional questions, it was not known if resistance was felt passing the wire guide or device through the stricture. It was confirmed during the lab evaluation that the directional button was operational however due to the separation of the introducer inside the handle of the device, further deployment/recapture of the stent was not possible. Additionally a possible root cause could be attributed to inconsistencies in the coating process leading to higher friction forces for larger stent sizes, this led to an increase in deployment force, which in turn caused the outer sheath to separate from the shuttle cap inside the handle of the device, subsequently the stent could not be deployed. Confirmation of complaint: complaint is confirmed based on visual and/or functional inspection. Confirmed quantity of 01 x used device. Corrective action/correction complaints of this nature will continue to be monitored for similar events. Summary of investigation according to the initial reporter, during deployment of an evo-fc-10-11-6-b stent, the reversing latch didn¿t work and the stent could not be deployed. Another stent was used to complete the procedure. The patient did not experience any adverse effects due to this occurrence.

Event description:
A combined correction complete MDR is submitted to update the imdrf codes after the investigation was completed on 28-nov-25

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
The reversing latch didn't work, even though it was well pressed. The prosthesis could therefore never be deployed/placed and a backup had to be used. The defective device is available to be retrieved for investigation if desired. 1. Can it be clarified what is meant by ¿the reversing latch didn't work, even though it was well pressed. The prosthesis could therefore never be deployed/placed¿ dose reversing latch means directional button? This is the pushing directionnal button. Was the malfunction faced during deployment or while retrieving post deployment? During deployement. Can the device return status be confirmed? Yes. At what stage of the procedure did the complaint occur? When unpacking or preparing the evolution. While inserting the evolution in the patient. During stent placement yes. While removing the introduce. During stent repositioning/removal. What endoscope type and channel size was used? I don¿t know. What was the position of the elevator? (Was it opened or closed?) I don¿t know. Details of the wire guide used (diameter, type, make)? I don¿t know. Did any part of the stent contact the patient's anatomy when the complaint occurred? No. How long was the stent in the patient by the time this complaint occurred? I don¿t know. What was the target location? I don¿t know. Did the patient exhibit difficult anatomy (n/a, tortuous, altered)? I don¿t know. If altered please indicate the procedure type (e.g., cholodochjejunostomy). Were any other defects (other than the complaint issue) observed on the delivery system (e.g., kinks) prior to return? (If yes, please specify what additional defect(s) were observed and where on the device this was observed). If additional intervention was performed, was it during the same procedure as the device failure or was it scheduled for another day. What was the length of the diameter of the stricture? I don¿t know. Where was the stricture located in the body? I don¿t know. Was there resistance felt passing the wire guide through stricture? I don¿t know. Was there resistance felt passing the evolution through stricture? I don¿t know. Was the stricture dilated before stent placement? I don¿t know. Was the product inspected for kinks or damage before use? Yes. Are images of the device or procedure available? No.